Event description:
Pt suffered pericardial tamponade of the right atrium. An ablation catheter was used to deliver rf energy and 30cc of fluid. Lesion #1 was delivered for 19 seconds at 24 watts and 29 degrees. Lesion #2 was delivered for 107 seconds at 50 watts and 33 degrees but a "pop" was heard. Energy was immediately turned off. The catheter was removed and the tip was examined and there was no coagulant. The catheter was positioned back into the line. Lesion #3 was delivered for 120 seconds at 50 watts and 41 degrees. Lesion #4 was delivered for 104 seconds at 50 watts and 41 degrees. The pt's blood pressure gradually dropped and the catheter was removed. Echocardiogram was obtained and showed a large pericardial effusion.